Event description:
The pt underwent an uneventful aortic bifem procedure. The pt's pre op hematocrit was 45%. The case was considered very long. Post op the hematocrt was 28%, hgb 7, k+ 3.3. Pt reported post op oozing and was treated with more protamine (rec'd 6000 units heparin intra op.) Pt was given one (1) unit bank blood 7.5 hrs post op and two (2) more units another 6 hours later. Pt's vital signs were then stabilized.